Event description:
The customer contacted philips with questions about the data generated from a code where the involved patient died. There is not yet information as to the relationship between the device behavior and the patient outcome. This investigation remains open.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.